Manufacturer narrative:
Upon completion of an audit of the dj orthopedics (B)(4), FDA issued a finding on 13 december 2018 that "procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established." This report is being submitted as part of djo's efforts to address this finding. Device evaluated by MFR: one fullforce,acl,std,calf,rt,m (part number 11-0258-3, lot number 112317) was returned for evaluation. The product was evaluated. The product has signs of excessive use. Flexion is good. The thigh strap has been changed. There are no problems with the internal components. Complaint data for similar products and issues going back 9 months has been reviewed. The trend indicates that reported customer complaints are within control.

Event description:
It was reported that, while the patient was playing basketball at a scrimmage, she was boxing out and felt a pop in her knee while wearing her anterior cruciate ligament (acl) brace. She re-tore her acl and had a second surgery to repair the ligament on (B)(6) 2018.